Event description:
It was reported to philips that the system was unable to startup properly. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event. The procedure was completed as planned. A philips field service engineer (fse) inspected the system onsite and identified that the icontrol interface had lost connection with the internal component of the suite pc, which resulted in disconnection with the internal component. The philips engineer replaced the suite pc, changed license ad reloaded software. The faulty suite pc was returned to philips for further analysis. The analysis identified ssd drive failure, with the ssd firmware check showing as failed. Following replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system without any delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.